Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a consumer patient receiving intrathecal medication (unknown drug/concentration/dose) via an implanted pump. Indication for use was noted as non-malignant pain and radiculopathy. The patient was diagnosed with an inflammatory mass (im) in 2011 and has surgery to correct it. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)